Event description:
It was reported that the patient presented with swelling in scrotum and abdomen, and infection was thought to be the issue. However, the inflatable penile prosthesis (ipp) pump was mobile and close to the testicle. During the procedure, the doctor made a penoscrotal incision, removed the pump, and found clear fluid in the pump space which led him to believe that the implant was not infected. The doctor also made an infrapubic incision and found that the swelling in the abdomen was just a hematoma. The ipp reservoir was still in deep space and good condition. The wounds were thoroughly washed and irrigated with antibiotic-containing solution. A new ipp pump was cut off of the cylinders, and placed in the infrapubic space. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Manufacturer narrative:
No malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When the pump was functionally tested it failed the valve deactivation test. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 184895 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient presented with swelling in scrotum and abdomen, and infection was thought to be the issue. However, the inflatable penile prosthesis (ipp) pump was mobile and close to the testicle. During the procedure, the doctor made a penoscrotal incision, removed the pump, and found clear fluid in the pump space which led him to believe that the implant was not infected. The doctor also made an infrapubic incision and found that the swelling in the abdomen was just a hematoma. The ipp reservoir was still in deep space and good condition. The wounds were thoroughly washed and irrigated with antibiotic-containing solution. A new ipp pump was cut off of the cylinders, and placed in the infrapubic space. No further complications were reported in relation to this event.